Event description:
On (B)(6) 2009, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. It was reported that over the past 6-8 months (dates unknown), follow-up imaging identified a lack of wall apposition associated with the ipsilateral limb of the trunk, a distal type I endoleak, and aneurysm enlargement to 7 cm (amount of growth was reported to be greater than 5 mm). It was reported the cause of the lack of wall apposition is unknown. On (B)(6) 2013, an additional procedure was performed whereby a contralateral leg component was implanted for distal extension on the trunk. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: the exact cause of the lack of wall apposition could not be determined with the provided information.